Event description:
A female was scheduled to undergo a functional endoscopic sinus surgery (fess) procedure. She was brought to the or and induced with general anesthesia. She was prepped and draped and the navigation system was brought onto the field, and during the procedural timeout, it was noted that the CT image guidance system was not functioning properly. All staff in the room were very familiar with the procedure and the equipment. The surgeon was able to register the patient and was able to verify straight suction. However, when she attempted to use it, she could not get the tracing to work and the crosshair changed to red - indicating a poor signal. Trouble-shooting was attempted to restore functionality with phone assistance by medtronic rep - including re-booting, moving patient tracker, changing instrument tracker and re-registering, but this did not resolve the problem. The staff did not agree to move the emitter - but staff in the room familiar with the equipment confirmed that the setting was good. After approximately an hour during which the patient was under anesthesia, the surgeon decided to abort the case. The surgeon met with the patient and explained what happened and the patient was re-booked for a few weeks later. The surgeon reported this event to the company. The or reported the event to risk management when the company contacted her. The equipment reportedly also posed problems for 1-3 other surgeons.